Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and the complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) the device would restart/reboot on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.